Manufacturer narrative:
Final analysis found that the inner insulation damage at 35.7 cm from the distal tip. This exposure of the inner coil was most likely the cause of noise problem reported from the field.

Manufacturer narrative:
(B)(4).

Event description:
The asymptomatic, non-dependent patient presented to the hospital for lead revision of the atrial lead capped due to lead noise resulting with automatic mode switch. However, the physician could not get access so a lead extraction has been scheduled for a later date. No intervention had been reported. The lead was explanted and replaced successfully on (B)(6) 2017. The patient was doing well and would continue to be monitored.